Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and confirmed the reported issue. The fse indicated that the spo2 module or cable may be faulty. Ther fse replaced the spo2 sensor probe and then conducted tests on a human body and confirmed that the fluctuations in the values had been resolved. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty spo2 sensor probe. The issue was resolved by replacing the sensor probe. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an expression patient monitor (mr400) indicating that the spo2 waveform was displayed, but the value was unstable. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.